Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the getting constant loud noise and had to disconnect. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, no delivery anomaly noted. Device passed self test. No audio/vibrate anomaly noted. (B)(4).